Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed glucose hexokinase_3 (gluh_3) result was generated on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced reagent mixer (rmix) and dilution mixer (dmix), which resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed glucose hexokinase_3 (gluh_3) result was generated on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s), who questioned the result as the patient was given an oral dose of glucose and this sample was tested as part of an oral glucose tolerance test. The result generated of 2.9 mmol/l would be considered as hypoglycemic for this patient, which did not correlate with the patient¿s clinical symptoms. The sample was not repeated. Additionally, customer reported that results for other samples were discordant, but since they were flagged with abnormal reaction, the results were held in the middleware and not reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed gluh_3 patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00061 on 19-feb-2025. Additional information (07-apr-2025): siemens further investigated the issue and determined that the quality control (qc) results were consistently acceptable. Replacement of the dilution and reagent mixers, as described in the initial report, resolved the low glucose hexokinase_3 recovery. Post service, no further erroneous results were observed by the customer. Siemens concluded that instrument related causes contributed to the event. In section h6, the investigation conclusions code was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.